Event description:
Procedure: tep totally extraperitoneal. According to the reporter: the balloon ruptured as the surgeon was inflating it during the procedure. The balloon was removed and another balloon was used without an incident.

Manufacturer narrative:
(B)(4).